Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that the patient was admitted to the hospital due to syncope and was foaming at the mouth. It was noted that the same day there was an episode of noise and oversensing on the ventricular electrocardiogram. The noise was able to be reproduced with manipulation, however no oversensing was seen. It was noted that the signal amplitudes had decreased on the ventricular electrocardiogram. Possible lead damage was suspected but not confirmed. The lead model/serial was not obtained. A review of the case by technical services (ts) confirmed noise, although the root cause was not clear. Oversensing was also seen, although the patient had an intrinsic rhythm, thus no asystole was seen. Ts discussed noise which was seen in the two episodes sent in for review potentially related to mechanical impairment as well as myopotential or background noise. In addition it was noted that there was a fluctuation in pace impedance measurements, but values were within range. Ts discussed performing additional maneuvers to determine the root cause of this case. Additional information noted that the physician performed the suggested steps by technical services and believed that the noise was myopotential interference. The patient was discharged.